Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made for additional information without success. If additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year post implant of this mitral bioprosthetic valve, the device was explanted and replaced with a bioprosthetic valve of the same size and model for unknown reasons. No other adverse patient effects were reported.